Event description:
It was reported that after direct stenting a calcified, concentric graft with an inferior takeoff and no tortuosity, the stent did not deploy correctly. Post-dilatation was attempted several times with another company's balloon inflated to 20atm, with no result obtained. Reopro was administered and 24 hours later, a total thrombotic occlusion in the stenotic intrastent segment was discovered. The patient did not go to surgery, but was treated using medication.